Event description:
It was reported that there was a shocking or jolting sensation and the symptoms had a sudden onset and happened a few minutes prior to the report. It was noted that the patient never had anything like it before. The reporter indicated that there was no known accident or incident related to the complaint and that the patient had not had any falls or trauma. The reporter noted that the patient was having trouble with her device. It was noted that the patient didn¿t think she had it on and went up high and still didn¿t feel anything but a little tingle. It was noted that she didn¿t feel anything and then all of a sudden out of nowhere a ¿bam¿ (shocking sensation all over). The reporter noted that the patient didn¿t think that she had it on and now felt a little tingle but not much. It was noted that the patient tingled when she got up and walked. The reporter noted that the patient kept getting the poor communication screen. It was noted that the patient did not believe she was going to need a new battery soon anyway. It was noted that the patient was at 1.60v on program 1 with a lightning bolt. It was reported that the patient thought the system was off and took out the batteries to check and she got the check. It was noted that the patient had an appointment scheduled with the health care profession on (B)(6) 2014. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the permanent impairment was not due to the event and had occurred prior to the event.

Event description:
It was reported that reprogramming was needed. Some difficulty with scheduling for the patient was noted. The patient recovered with permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).